Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed on (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 19, 2015.

Event description:
Per the clinic, the patient lost benefit with device use subsequent to sustaining a head trauma. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.